Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported had ins removed about 2 years ago. Caller said leads were left in the body. Reason for removal was because the implant never worked, patient couldn't get implant to recharge and implant hurt patient's hip.